Manufacturer narrative:
This report is submitted on july 12, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient developed an infection in (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.